Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left side rail is broken. He states the bed clamp is broken.